Manufacturer narrative:
The customer reported a vibrate anomaly. The blood glucose reading was 96 mg/dl. The patient stated that the unit won't vibrate when blousing. The insulin pump battery is not low and the device did not pass the vibrate test. The customer was advised to revert to a back up plan. No further information was provided.

Event description:
The customer reported a vibrate anomaly. The blood glucose reading was 96 mg/dl. The patient stated that the unit won't vibrate when blousing. The insulin pump battery is not low and the device did not pass the vibrate test. The customer was advised to revert to a back up plan. No further information was provided.